Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported there was difficulty with recharging. The patient was unable to feel stimulation. The patient stated it takes 2-3 hours to charge the ins. A poor recharge quality screen was observed. The patient positioned the recharger over the ins and reported charge quality excellent. The patient stated then he was seeing charging finished when the ins was only at 60 percent. The patient started the charge session again and caller was seeing excellent. The importance of recharger antenna placement and charging over thin material, not bulky clothing, was reviewed. The patient had an appointment to meet with manufacturer representative (rep) friday to assess his system. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep). It was reported the rep met with the patient at the hcp officer. The rep could not connect with the ins to recharge it. The patient had an appointment scheduled for (B)(6) 2019 to discuss next steps, probably a pocket revision. No further complications were reported/anticipated.